Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us.

Event description:
During a cryoablation procedure using an arctic front catheter, the cryoconsole showed system notice error 50032 (see description below). The catheter was replaced by a second arctic front catheter, and the cryoconsole again showed system notice error 50032. The catheter was replaced by a third arctic front catheter, and there was visible blood in the coaxial cable without a system notice error appearing on the cryoconsole. System notice error 50032: the safety system has detected a compromised outer vacuum. There was no impact on the patient's health. No adverse event occurred.